Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad and a weak battery alarm. The customer states the number on the insulin pump kept ramping while she was trying to input a bolus. Then she removed the battery and tried a different one and the pump alarmed weak battery and button error. The customer's blood glucose level at the time of the event was 201 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. However the insulin pump had no button response due to unlocked lcd keypad connector. No scrolling numbers display anomaly noted. The insulin pump alarm history could not be verified due to button keypad anomaly. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.